Manufacturer narrative:
Raw data analysis revealed that the algorithm attempted to exclude the counting of the mature rbc as reticulocytes. Based on the manual absolute count, the retic events were under recovered. Service was not dispatched for this event. Root cause is unknown, but the instrument generated flags to alert the operator to further review the specimen.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system generated erroneous reticulocyte results with instrument generated flags for one patient sample. The erroneous results were reported out of the laboratory, and were questioned by the physician. Manual retic counts were performed at alternate facility on a re-draw sample from the patient on the next day, and the result was considered correct. The patient results are shown. There was no death, injury, or impact to patient treatment associated with this event.